Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Review of the device data logs confirmed the reported complaint and revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed multiple safety reset complete messages. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to perform a hard reset of the device. The hard reset was able to resolve the issue. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed multiple safety reset complete messages. There was no patient harm or serious injury reported as a result of this incident.